Manufacturer narrative:
A female field service engineer (fse) was servicing dxc 800 ar clinical chemistry analyzer when they sustained eye injury. The fse had gloves and lab coat as personal protective equipment (ppe) but did not have an eye shield when performing service on the analyzer. The cause of the injury was identified as use error. The fse failed to use an eye shield when servicing analyzer as indicated in the dxc 800 instruction for use. (IFU) which resulted in injury. Per dxc 800 instruction for use rev. A93719ac, page 9-126: ¿caution: all biohazard precautions should be observed when doing maintenance, service, or troubleshooting on the system. This includes but may not be limited to wearing gloves and eye shields and washing hands after working on contaminated portions of the system.¿ the fse was sent to urgent care clinic, where the glass was removed. The clinic also had fse eye numbed for a dye test to ensure no more glass were present. The fse was prescribed antibiotic eye drops (tobramycin 0.3%) due to this event. Removal of glass from eye and antibiotic eye drops prescription resolved the issue. The fse was contacted on (B)(6) 2025 and confirmed they are doing well and not experiencing any more pain and/or other symptoms. No other harm has been reported. No further contact is required. Section g1: reporting contact phone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A beckman coulter field service engineer (fse) reported a piece of broken cuvette glass flew into the left eye when servicing the dxc 800 ar (automation ready) chemistry analyzer. The fse indicated the cuvette was scratched and shattered as the fse used the tool to remove it from the reaction wheel, and a piece of broken cuvette glass flew into the fse left eye. The fse was seen at an urgent care clinic where the glass was removed from her eye. The clinic also had fse's eye dyed to ensure no additional glass was present. The fse was provided prescribed antibiotic eye drops (tobramycin 0.3%) due to this event.